Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the status of the pump segment was discarded. The implant date of the original pump segment that was compromised was (B)(6) 2005. The serial number of the original pump segment that was compromised was also provided.

Manufacturer narrative:
H10 - serial number of catheter was updated to (B)(6). Implant date: (B)(6) 2005, explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, lot# 0229513718, implanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot#: (B)(6), ubd: 18-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 30 mg/ml at 2.662 mg/day via an implantable pump. It was reported that the case was for a replacement pump. A replacement pump catheter segment was required. It was stated that the rep received an email from the hcp stated that they wanted to let them know that the patient was hospitalized and ended up in intensive care unit (ICU) after a respiratory arrest 24 hours after her procedure. The patient remained on a ventilator but looked likely to make a good recovery. The hcp stated that they did not believe the cause was due to a problem with the pump or an inadvertent overdose. The hcp was asking if the pump had a low resistance alarm as in if the resistance on the circuit decreased for example due to a disconnection or hole in the catheter external to the subarachnoid space. The hcp was hoping to be able to be proctored in inserting and replacing these and was wondering if there was someone who did a lot of them and could work with the hcp for a day or two to get their skills up. The hcp stated that they were also not going to be doing any replacements or insertions without a rep from medtronic there. It was unknown if the issue was resolved. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the original pump segment was compromised on (B)(6) 2025. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the catheter was implanted on (B)(6) 2025. It was stated that the pump was replaced as the pump was in elective replacement indicator (eri) and was approaching end of service (eos). The rep stated that the pump segment of the catheter was replaced due to the physician's preference as there was substantial tissue encapsulating the pump segment and the hcp decided to use a new segment. When asked for the cause of the patient ending up in the ICU and experiencing respiratory arrest 24 hours after her procedure, the rep stated that they had not been advised. They spoke with a nurse colleague of the physician and confirmed that the patient was admitted to the ICU for reasons unrelated to the pump. The patient being in the ICU with respiratory arrest and compromised pump segment resolved. The rep stated that the nurse said the patient was doing better. Regarding the pump segment, a new one was used, so there was no compromise with the new one.